Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer used glucose tablets and was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. The customer stated that an unexpected bolus caused the low. The customer was on a different diet but went back to their normal diet. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.